Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction that prevented it from logging on to issue the medication. A technical support specialist guided the customer on how to restart the cabinet with the power switch and then rebooted the all-in-one device. The system functioned as intended after the technical support specialist troubleshot the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be bd pyxis medbank twr mn 7hh-1hm-3fm.

Event description:
It was reported by the customer that a pyxis medbank system was unable to dispense the medication. The customer reported that they were unable to log on to issue metoprolol tartrate (ir) 25mg tab. There were no adverse events or injuries reported based on this incident.